Event description:
We received a report from a physician that an intraocular lens was removed and replaced with a different lens due to incorrect positioning. During the procedure the incision was enlarged so the lens could be removed. The patient was reported to be doing fine, no patient complications reported.

Manufacturer narrative:
The intraocular lens (iol) was received cut in two halves. The sample was inspected with a microscope at 10x magnification. Visual inspection revealed surface residuals (fibers, particles, and stains) on the lens surface. Surface residuals were compatible with handling the lens out of sterile environment. Also, one of haptic of the lens was received distorted which may be related with explanting the lens from the eye. No other unacceptable cosmetic defects related with the manufacturing process were found in the returned lens. Conclusion: there was no defect found in the lens returned that could have caused a incorrect position of iol. Unacceptable conditions for cosmetic verified in the sample returned are related to the lens handling during the implant/explants process made by the customer. All pertinent information available to the manufacturer have been submitted.

Manufacturer narrative:
(B)(4). Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to the manufacturer has been submitted.